Event description:
It was reported that, during an arthroscopy surgery, the fast-fix t2 could not be deployed. The procedure was successfully completed without a significant delay using a back-up device. No other complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the device was returned outside of original packaging. The t2 anchor was attached to the needle. The suture was removed from the anchor and device. The t1 anchor was not returned with the device. The distal tip of the needle on one side was indented. The actuator was fully triggered. A functional evaluation revealed that using a reference meniscus the t2 anchor could not be pushed off as intended due to indention in needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force. No containment or corrective actions are recommended at this time.